Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was suspected of having device thrombosis with rising lactate dehydrogenase (ldh) over the past few days. A decision was made to remove the heartmate ii and replace with a heartmate 3 on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was doing well and would be discharged home soon.